Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -10.00 diopter was implanted into the patient's left eye (os) in (B)(6) 2024. The patient ended up hyperopic and is struggling with intermediate and near vision. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).